Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this tachy lead exhibited out of range shock impedance measurements in the stored daily diagnostic measurements. Boston scientific technical services (ts) recommended preforming a high energy shock test. However, the physician elected to continue monitoring. The lead has been implanted for almost 20 years and remains in service. No patient adverse effect was reported.